Event description:
It was reported that the patient's lead showed noise episodes. Additionally, oversensing was seen when the patient pressed their hands together in bipolar. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.